Event description:
It was reported that the patient presented to the clinic remotely via data transmission with episodes of atrial fibrillation (af). Upon examination, noise was observed on the (B)(6) right atrial (ra) and boston scientific right ventricular (rv) lead resulting in noise reversion. The leads were reprogrammed to unipolar mode. No further information is known. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".